Event description:
It was reported that the vns patient underwent surgery for a lead replacement due to lead discontinuity and a generator prophylactic replacement. The newly implanted system was tested and system diagnostics returned an impedance result within normal limits with 1426 ohms. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2007. Review of manufacturing records confirmed that the lead and the generator passed all functional tests prior to distribution. The explanted devices have not been returned to the manufacturer to date.